Event description:
It was reported that the pump battery was depleting quickly. There was no reported adverse impact to the customer. The customer declined further follow up from tandem technical support. No additional information was provided.

Event description:
It was reported that the pump battery was depleting quickly. There was no reported adverse impact to the customer. Multiple attempts were made by tandem technical support to gather additional information; however, no response was received.